Event description:
On 03/30/1998 following a percutaneous tranluminal coronary angioplastyprocedure, an angio-seal device was placed in a pt's right groin. Hemostasis was not achieved with the device, therefore manual pressure and a femostop device were used with successful control of the bleeding. The pt was held overnight for observation and discharged home the following day. On 04/02/1998 th pt returned to the hospital with complaints of a numb leg and mottling to her right lower extremity. The inserting physician ballooned the pt's right vessel (via access on left), with good results. However, on 04/09/98 the pt returned and was taken to the operating room for ischemia. A thrombectomy of the proximal and distal common femoral, superficial femoral, and profunda femoralis was performed. As extensive plaque was noted, an endarterectomy of the common femoral artery and patch angiopalsty were carried out. The angio-seal was removed and flow restored. The pt reportedly tolerated the procedure well. As of 05/11/1998 there has been no further report of complication or pt sequelae made to the MFR.